Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119549.

Event description:
It was reported that the patient presented for in-clinic follow up with elevated capture threshold exhibited by the right ventricular lead. Also present was reproducible over-sensed noise. Impedance measurements were unstable and pacing impedance was high. Lead fracture was suspected. The lead was inactivated and replaced. No further information was available.